Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with no asystole, high impedance measurements of greater than 3000 ohms, and a conductor fracture. The lead conductor fracture was confirmed via fluoroscopy. The patient was not rv pacemaker dependent. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.